Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device detachment (slda), worsening mitral regurgitation (mr), tissue injury, hospitalization, and medical intervention. It was reported that the patient had a mitraclip procedure on (B)(6) 2022 to treat mixed mitral regurgitation (mr) with a grade of 3. There was difficulty visualizing the clip due to patient anatomy. One clip was implanted reducing mr to 1. The patient returned to the hospital on (B)(6) 2022 for a second mitraclip procedure as an slda and leaflet tissue damage had occurred and mr had increased to 4. The clip had detached from the posterior mitral leaflet and remained attached to the anterior mitral leaflet. Two clips were implanted on either side of the original clip for stabilization and mr was reduced to 2-3. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause of the reported single leaflet device attachment (slda) could not be determined. The reported poor image resolution was due to challenging anatomy. A cause of the reported tissue injury could not be determined. The reported worsening mitral regurgitation (mr) was due to the slda in conjunction with the tissue injury. The reported patient effects of mr and tissue injury as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.